Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 89 mg/dl. Customer stated that the numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer stated that she can push any button and nothing happens. Customer received a button error alarm. Customer changed the battery and was able to deliver a bolus. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Findings: no button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked, missing end cap sticker.